Event description:
It was reported that the 8110 has message device does not detect syringe size. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the 8110 has a message device that does not detect syringe size and customer also detected the drive assembly not showing any movement, cause was not identified. The tech support informed the customer to initiate a calibration of the drive assembly and the device responded. The customer will perform the preventive maintenance of the device, which will verify that the calibration was successful. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.